Manufacturer narrative:
Product analysis: it was determined at analysis that as the radiofrequency (rf) head was plugged in the programmer switched off. The re was a short circuit in the cable (shielding damage visible). It was also noted that there was a crack in the light emitting diode (led) window of the top cover of the rf head. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.